Event description:
The ge oec 2600 fluoroscopy system had intermittent boot failures and issues with filmer.

Manufacturer narrative:
A ge oec service rep investigated the issue and found most malfunctions were linked to a faulty ps2 power supply which was replaced. New software was also installed and calibration and configuration settings re-set. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.